Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that the lvp was set to infuse blood at 700cc but only 350cc was delivered to the patient. There is no report of patient harm.